Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 23 mm promus (B)(4) is being filed under a separate medwatch report number. Physician comments: the patient had melena and the bleeding area was investigated. Nothing abnormal detected in the rectal. In order to perform endoscopy, administration of aspirin and clopidogrel were discontinued. Since the thrombosis was confirmed after discontinuation of heparin, the physician commented that it may have been caused by discontinuation of the drugs, not due to the promus.

Event description:
It was reported that the lesion was a chronic total occlusion in the left anterior descending artery (lad) and percutaneous coronary intervention was being performed on (B)(6) 2001. Promus 3.5 x 12 and promus 3.0 x 23 stents were implanted in proximal to mid lad. After the procedure melena occurred. It is unknown where the melena came from and what caused melena. On (B)(6) 2010 blood stanching was performed. Anoscopy was performed, but it was unable to find a cause of melena, and endoscopy was scheduled. For endoscopy, plavix and (B)(6) were stopped, heparin was administered. On (B)(6) 2010 heparin was stopped in order to perform endoscopy and patient had chest pain. Coronary angiography was performed and thrombotic occlusion was noted in the proximal lad and this was confirmed to be sub acute stent thrombosis. A thrombus aspiration catheter was performed to remove the thrombosis. Since hit (heparin-induced thrombocytopenia) was suspected, argatroban was administered. Two unknown bare metal stents were deployed in the promus stents and in the distal lad. The treatment was successful and timi flow was restored. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.